Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be broken, something loose inside the plunger head, and a cracked bottom case. The device's event history log revealed a syringe plunger not in place" alarm in the log. To conduct functional testing the device had an occlusion test performed. Upon testing, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported that the pump exhibited a "syringe plunger not in place" error message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.